Event description:
In performing normal quality assurance tests an error was detected by rptr and resident MFR service engineer in the digitally-displayed table height readout for the pt support assembly (psa).this error was subsequently confirmed at two other sites. The problem deals with the display of table height above the plane of isocenter when operating in the "clinical" mode of both linear accelerators. When the psa is raised above the plaine of isocenter the scale readout begins to count down from 1000 rather than 100. Since the source to isocenter distance is 100 cm (or 1000 mm) it would appear to the operator that the table height movement is being recorded in mm rather than cm above the isocenter plane. This is not the case. Moving the table 10 cm (100 mm) above isocenter results in a readout of "990" rather than the expected "900". It is noteworthy that this anomaly does not occur in the table height readouts of another model's "service mode", this model's "standalone mode" or in that or the localizer/simulator. Table movement is correctly counted down from 100. This inconsistency can serve as a source of confusion when attempting to correlate setup data between simulator and linac. The consequence of this problem is that a pt who is being treated at an extended field distance (i.e. Greater than 100 cm ssd) with the table raised above the isocenter plane, could receive treatment at an incorrect distance if reliance is placed on the table height display. The MFR has been notified of this error and will be issuing a "field service problem report", however, no indication has been given that a solution will be forthcoming. (Also see 1005055.)